Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0177 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported PICC placed (B)(6) 2020 to right upper leg femoral vein for milrinone initially, kept in for lab draws and prophylactic antibiotics, reliable access. 'Broke distal tube where cap connects noted on (B)(6) 2020. Additional information was received (B)(6) 2021: the device was not kept. Other than anesthesia, no patient harm was reported. Ir removed and replaced line on (B)(6) 2020.